Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead revision was done on both right atrial (ra) and right ventricular (rv) leads after dislodgment. Upon interrogation, the ra lead was also under sensing and was not capturing at maximum output. The rv lead showed fluctuations in pacing threshold measurements from 0.5v @ 0.4ms and 2.3v @ 0.4ms since implant. The ra and rv leads were successfully repositioned with good outcome. Sensing, thresholds and impedance measurements were all normal and within range. The leads remain in service. No adverse patient effects were reported.